Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak from the patient¿s catheter port during drain 1 of 4 of their treatment. The nurse reported that patient¿s line became undone and caused the catheter port to leak. The nurse stated that the patient was empty, and they attempted to bypass, but the cycler would not allow the bypass. The nurse reported a bypass not allowed at this time message was received during drain 1 of 4 of their treatment. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak from the patient¿s catheter port during drain 1 of 4 of their treatment. The nurse reported that patient¿s patient line became undone and caused the catheter port to leak. The nurse stated that the patient was empty, and they attempted to bypass, but the cycler would not allow the bypass. The nurse reported a bypass not allowed at this time message was received during drain 1 of 4 of their treatment. Additional information was requested, however; to date has not been provided.